Event description:
Caller reported a malfunction on pump, with no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump. Malfunction did not recur after reset, and customer continued using pump with instructions to call back if issue recurred.